Event description:
Caller reported that pump screen went blank unexpectedly, and the led stopped blinking. There was no adverse impact to the customer's blood glucose level. Cts planned to replace the pump and confirmed the pump's warranty. Caller would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Cts instructed the caller on how to put the pump into storage mode prior to returning it and confirmed shipping details for the return of the problematic pump using a pre-paid label within 10 days, which the caller understood and acknowledged.